Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an altitude alarm occurred. Reportedly a new cartridge was loaded, and insulin delivery was resumed. Additionally, it was reported that the cartridge was damaged at the cartridge canister, interrupting insulin delivery. Customer loaded a new cartridge to address the issue. Customer¿s blood glucose value was 190 mg/dl.